Event description:
According to phone call from the pharmacy the customer is dead. She has a coaguchek s meter. She went to bed at 11pm. She had bleedings from the mouth and in the nose. Her husband has thrown away the meter and the used test strips. Nothing is available for return. No lot number known, no serial number of the meter. No measured values reported. The husband is now out of the country, so we can't get info.

Manufacturer narrative:
Device is not available for return.